Event description:
The meter does not power on. The patient did not experience any symptoms at the time of testing, and ate breakfast after attempting to use the meter. The patient contacted a medical professional for advice and did not receive any treatment. The patient replaced the battery and the meter still did not power on. The battery contacts were in good condition. Customer service was unable to resolve the issue and sent the patient a replacement meter. This case being reported as a malfunction, since the meter does not power on even after the battery was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.